Manufacturer narrative:
Device analysis conclusion: the oad and guide wire were received for analysis. Visual examination revealed shipping damage, but no other damage was observed. The returned guide wire was passed through the device without resistance except at the shipping damage location. The oad functioned as intended during testing. At the conclusion of the device analysis investigation, the reported inability of the oad to advance over the wire could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) could not be advanced over the wire after it was introduced into the patient. The procedure was aborted due to the issue.